Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 22.33mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. The adhesive pad welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was initially reported that there was insulin leaking during wear and that the pod adhesive failed to adhere. The patient's blood glucose level increased up to 325 mg/dl while wearing the pod on the abdomen for between 37 and 48 hours. The pod was returned and evaluated. There was a tear in the cannula.